Event description:
Cause of death is reported as cardio-pulmonary arrest.

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the rpda. Approximately 51 months post the index procedure the patient expired. Cause of death currently unknown.

Event description:
Prior to death, the patient was on comfort care due to renal failure, pulmonary hypertension, cor pulmonale, atrial fibrillation and chronic anemia, the cardiopulmonary arrest that lead to death was assessed by the investigator as not related to the device or procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Death certificate lists an additional cause of death as coronary artery disease and obstructive sleep apnea.